Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue. In addition, it was reported that the "tubing fill took ~29 units to complete and it normally takes ~12 units." Customer reported they completed load process and resumed insulin therapy. Customer's blood glucose was 92 mg/dl.